Event description:
It was reported that when the asymptomatic patient presented in-clinic for a routine follow-up, post-paced t-wave oversensing was noted. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received noted that the device continues to exhibit post-paced t-wave oversensing. Further programming changes were made.